Event description:
It was reported that the customer received a button error on the insulin pump. The customer's blood glucose was 188 mg/dl. It was stated that the insulin pump was not exposed to moisture and was neither bumped nor dropped. Nothing further was reported.

Manufacturer narrative:
No button error alarm noted during testing. The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.